Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 650cc and experienced breast cyst on the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 08/21/18, it was reported to mentor that a (B)(6) year-old caucasian female patient who underwent breast prostheses implantation with mentor saline devices on 07/25/2009 developed a cyst in the right breast that was observed in august 2017. The device is still implanted and no date of revision or explantation was reported. Since this adverse event requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 2, 2023. There was a deflation. Additional information was received on june 16, 2023. The deflation is right sided. Explant is planned for (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation/cyst. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 11, 2023. In addition to the right sided breast cyst and right sided deflation reported previously, the patient also experienced left sided deflation. This report relates to the right prosthesis. See 1645337-2023-10304 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).